Event description:
Complainant alleged that flight team was transporting a 76 year old female pt with inner cerebral bleeding. The flight team attempted to set-up the device to monitor the pt when they received a "cannot dump" message on the device's screen. In addition, the summary report listed data from a previous call many hours earlier. The paramedics decided to use the device and monitored the pt, although there was another monitoring device on board the flight. There was no adverse effect on the pt.